Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: separated guide wire tip remains in patient. Device issue: guide wire separation. It was reported that during an intervention, the grand slam guide wire was exchanged through a balloon catheter lumen and placed distal to the lesion in a normal manner. The tip of the guide wire separated at the solder joint and the distal tip of the guide wire remained in the vessel, as the guide wire was pulled back. No intervention was reported, and the patient was discharged. No patient effects were reported. No additional event or patient information is available. The device is manufactured by asahii intec. Co; however, another MFR distributes the device and is responsible for MDR reporting.